Manufacturer narrative:
The customer¿s report of a leak was confirmed. The set was visually inspected and a tear on the silicone tubing pump segment near the upper fitment was observed. Functional testing was not performed due to the tear. The cause of the leak was a tear in the silicone segment. The root cause of the tear is unknown.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "IV tubing was primed, put onto alaris pump and connected to patient. Upon rn going to start the infusion through the umbilical venous catheter, the rn noticed that the IV pump chamber had liquid leaking down it. Rn investigated the tubing and noticed there was a crack in the tubing at the connection to the pump segment. Tubing was disconnected and new tubing was used. Tpn infusion for nicu infant." The customer reported that there was no patient harm.